Event description:
Reported fail code 570. No user injury was associated with this report and no injury or medical intervention has been associated with a similar type report in the past 24 months. This issue is only known to occur when the pump is stopped. For these reasons, this issue does not meet complaint criteria.